Event description:
In late 2008, the lay user/ patient contacted lifescan (lfs) alleging a power issue (unit powers off during use) with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began about 2 months prior to contacting lifescan, at around 12:30 pm (date unk). During that time, the subject meter reportedly had a power issue where the unit powers off during use. As a result of the reported issue, the patient reportedly took usual dose of diabetic medication. The patient did not experience any symptoms before, during or after the reported issue. Approx two and a half months prior, allegedly due to the reported issue, she reportedly went to the emergency room (ER), where she reportedly tested "374mg/dl" on the ER/hospital meter. The patient stated that she was treated with an "unk shot, which was not insulin." Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly obtained a reading of "374mg/dl" on the ER/hospital meter and reportedly received treatment, after the reported power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.